Event description:
It was reported that after initial training and setup of an ilet system, the user announced a usual lunch meal and experienced elevated blood glucose approximately 90 minutes later while the glucose trend was steady; the agent reviewed device logs, provided education on insulin absorption time and algorithmic correction dosing, and advised monitoring as corrective boluses processed. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no emergency care, and no device alarms. Investigation included device data review and user troubleshooting and education by support. Investigation of this case revealed no device malfunction identified and the cause of hyperglycemia remained unclear. It was concluded that the event was consistent with expected postprandial glucose variability with ongoing automated correction and no reportable injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.